Event description:
The patient experienced a bad seizure, and it was noted that swiping the vns magnet did not bring the patient out of the seizure. The patient was taken to the emergency room and CPR was administered as the patient stopped breathing with the seizure. It was noted that the patient's vns settings are still in titration. Attempts for additional information have been made; no additional relevant information has been received to date.

Event description:
Per the physician, the apnea was unrelated to the vns as it was seizure-related. It was noted that it was expected that the magnet did not stop the seizure due to the output currents not yet being at therapeutic levels. Diagnostics were within normal limits. No additional relevant information has been received to date.